Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: review of the black box data revealed reboot observed in the data. The battery compartment was cracked alongside of pump; investigation confirmed the alleged damage. The returned battery cap was determined to be undamaged and measured within specifications but was not able to secure properly to pump creating intermittent power loss. The power issue was duplicated. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.